Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red call doctor icon due to high out of range rv lead shock impedance measurements. This ICD system remains in service. No adverse patient effects were reported.